Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. Functional testing was performed and there was no failure detected related to the complaint. Drop testing for intermittent lcd display was performed and passed. The data log was reviewed and no errors were observed. The device was opened for an interior visual inspection and passed. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver display screen becoming frozen could not be determined. A root cause cannot be determined.